Event description:
The customer reported that the on/off key on the device had a problem.

Manufacturer narrative:
(B)(4): the customer reported that the on/off key on the device had a problem. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.